Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery varied. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's tidal volume delivery varied and the device was recalibrated to address the issue. Additional information received from the service technician states the customer's complaint was not confirmed. No tidal volume delivery issues were observed.